Event description:
It was reported that the patient experienced no stimulation sensation following back surgery on (B)(6) 2011. Therapy was working fine prior to the procedure and since surgery had no therapeutic benefit. The circuit was on, and the patient had tried all four programs up as high as 7.0 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturer representative reset the patient's programmer and she was feeling stimulation ok. The patient had multiple health problems and was scheduled to follow up with her hcp in a few months. The patient was not in good shape, but the device was working fine.